Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up # 1 (B)(4) 2013: additional information: a copy of the autopsy findings were forwarded to animas and received on (B)(4) 2013. The autopsy listed pathological diagnosis of cardiac arrest, hyperglycemia (blood glucose of 1620 mg/dl), and type 1 diabetes mellitus with insulin pump dependence. The cause of death was listed as diabetic ketoacidosis. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, stating that the patient had passed away 3 years ago and but they were still receiving information from animas. No further information was provided regarding the patient's death. The medical examiner (me) office was contacted. The me's office indicated that the patient's cause of death was diabetic ketoacidosis and the patient's random glucose at the time of autopsy was 731 mg/dl. The me's office stated that the patient was not connected to the pump when the patient was rushed to the hospital; the me's office indicated that when the house was searched the insulin pump was never found. The me's office indicated that a family member had thrown the pump away. At this time it is unclear if the patient was using the pump prior to the hospitalization. This complaint is being reported as the patient's cause of death is listed as diabetic ketoacidosis and the pump could not be ruled out as a possible cause or contributor to the event.